Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "there are lots of concerns regarding the patient's hand washing technique". It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (intraperitoneal) for the event. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. It was reported that the patient was recently retrained during home visit. No additional information is available.